Event description:
The initial information by the customer did not specify the reason for the return of the product. There was no patient incident or injury reported. Upon receipt of the returned product there was a note that stated "will not stop beeping".

Manufacturer narrative:
(B)(4) continuous beeping. Evaluation, results: evaluation of the returned product found that although the battery springs are bent, the alarm powers on and passed all functional tests. The liqui-label is missing and there is a rusted screw that holds the alarm case together. The evaluation findings are consistent with that of user handling related issues as noted in the posey instructions for use which has a warning statement; "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid." (B)(4).